Event description:
Nail breakage occurred. A long gun nail was broken due to a pseudojoint. Revision surgery is planned.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Nail breakage occurred. A long gun nail was broken due to a pseudojoint. Revision surgery is planned.

Manufacturer narrative:
The reported event could be confirmed, since the reporter provided a x-ray showing the nail breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. This event and the provided x-ray were forwarded to medical affairs, with the following review: unfortunately, we don¿t know they day of implantation, but the provided x-ray does show a non-union in an unstable sub trochanteric fracture of the femur. This can be due to several factors, usually a multifactorial combination (patient related but also technique related), a lack of stability, moving fracture parts which led to movement in the lag screw-nail interface and eventually to breakage. Based on the provided information, the root cause of the reported event is multifactorial: the location of the fracture and the technical aspects of the surgical procedure may have contributed to the event. Furthermore, patient activity levels post-op, co-morbidities may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. Based on investigation, the root cause was attributed to patient condition-related factors (non-union). User-related factors, such as the chosen surgical technique, most probably also played a role in the lack of stability and therefore the device failure. If the device is returned or if any additional information is provided, the investigation will be reassessed.